Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events deflation was received on (B)(6) 2025 with lot number 1178037. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed three openings assessed as fold flaw opening and surgical damage. As per the investigation procedure, delamination plug strap disk shell, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.